Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported event. The company representative replaced the main, rocker switch/breaker for diagnostic purposes and verified vacuum functions and displays. The system was then tested and met product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the complaints for the last 24 months did indicate two additional similar reports for this system. The root cause is unk. (B)(4).

Event description:
A customer reported that the unit was shutting down on its own, not suctioning well, and that the handpiece was not functioning. Additional info was received from a nurse reporting 20 minutes into a procedure, the handpiece lost vacuum. The handpiece was switched out but did not solve the problem. Technical support services was contacted to help with troubleshooting and advised the facility to either try changing out the cassette and lines or to set up another system. The surgeon opted to switch out the system. The case was then completed with no further incidents. There was no report of the system shutting down, as initially reported, during this event. There was no pt harm reported.